Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during fill four of four of their treatment. The patient had filled 26ml of an expected 2000ml at the time of the alarm. It was noted that while there were no air bubbles in the patient line or heater bag line, the heater bag was almost empty and did have air bubbles. The patient was unsuccessful at attempting to bypass the alarm. The patient cancelled treatment on the cycler and, upon removing the supplies, found that it was damp with condensation inside the cassette compartment of the cycler. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. Follow up with the patient¿s nurse verified that here was no patient injury or medical intervention required as a result of the reported leak. The patient had manual supplies to continue with treatment while waiting for a replacement cycler. The cassette used at the time of the leak was discarded. The patient has since received a replacement cycler and has continued with treatment without further complication. Additional information was requested but was unavailable.

Manufacturer narrative:
The patient's weight was inadvertently omitted from the initial emdr. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was initiated and completed on the cycler with no issues noted. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions or defects that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.